Manufacturer narrative:
Occupation: reporter is synthes sales consultant. A device history record (DHR) review was conducted: part: 311.431; lot: 2299478; manufacturing site: (B)(4). Release to warehouse date: 24.nov.2007. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the returned handle is in a used, but still in a very good condition and fully functional. Only brown spots are visible at the coupling. Drawing/specification review: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Summary: no rust spots on the handle could be found, but brown spots are visible which were most probably caused from bleeding out the canevasit handle. Therefore, the complaint is classified as confirmed. Tests carried out by an independent laboratory (medical device services) have confirmed that a new canevasit handle, after sterilization is not cytotoxic. Synthes recommends to follow the available reprocessing instructions to avoid possible problems. An instrument with canevasit handle was subjected to 200 reprocessing cycles (each consisting of washing/disinfecting and steam sterilization) under worst case conditions compared to the reprocessing instructions. During this test, only a gradual (and acceptable) darkening of the handle was observed, and no signs of more severe degradation, such as bleeding or erosion were found. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 before an unknown surgery, the handle with quick coupling was noticed to have a rust like stain on it after it was sterilized. The handle was not used during the procedure, instead the surgeon used an unknown driver possessed by the hospital. The procedure was successfully completed. There was no adverse consequence to the patient. It is unknown if there was a surgical delay. Patient status was stable. This complaint involves one (1) large handle with quick coupling. This is report 1 of 1 for (B)(4).